Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, the subject device was used. After about 5 minutes since the surgery began, the probe of the subject device was damaged. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, omsc found that the tissue pad was separated. Omsc got additional information that the damaged part was not probe but tissue pad. This is the report regarding the separation of the tissue pad.